Event description:
This lv lead was implanted on (B)(6) 2010 and remains implanted at this time. A product experience report was received on 04/17/2018 noted that this lead had high pace impedance greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) clinic and hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).